Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, lump/nodule, anxiety-product/procedure, pruritus, capsular contracture baker grade unknown.

Event description:
Health professional reported a left side rupture and pain. Patient later reported "recall, large lump with pain & itchiness near the armpit, and capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b6, h6.

Event description:
Health professional reported a left side rupture and pain. Patient later reported "recall, large lump with pain & itchiness near the armpit, and capsular contracture baker grade unknown." Device remains implanted.